Event description:
It was reported that during a pph procedure, the staples were partially formed and the device partially cut. Another device was opened to complete the case. No reported patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.